Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer stated that they felt thirsty and were going to the restroom frequently. The customer treated their blood glucose levels with manual injections. The customer was advised to wash their hands before changing the reservoir and infusion set to resolve the issue of the no delivery issue that they experienced. The customer was informed to change the set every three days.